Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, muscle stimulation during stimulation on the right ventricular (rv) lead was noted. During explant, the physician noted lead damage. A portion of the lead was explanted and the other portion was capped. The lead was replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, only the connector segment of the lead was returned for analysis. Visual inspection of the lead revealed one lead-to-can external insulation abrasion breaching the optim sheath, right ventricular cables lumen, and outside liner near the connector boot. The inner coil was exposed while the right ventricular cables coating was intact in this abrasion region. Electrical tests that could be performed on this piece did not reveal any discontinuities or shorts on any conduction paths. Other damages on this piece were consistent with procedural damages. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.